Event description:
It was reported that catheter entanglement occurred. The 90% stenosed target lesion was located in the severely tortuous to severely calcified transradial artery. During the procedure, a mach 1 guide catheter was use, however, the stent got entangled in the lumen. The procedure was completed with another of same device. No patient complications reported.